Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional testing did not identify any abnormalities that could have contributed to the reported condition. The evaluation did not confirm the reported condition and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 60 micro volume extension set had separated at the filter site. The process step that this malfunction occurred is unknown and it is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A total of eight samples were returned for evaluation. The eight samples were visually inspected and functionally tested with no issues noted. The eight samples were not confirmed for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.